Event description:
The customer reported that there was a miscount of the product. The customer received 11 patties instead of 10 in the pack. There was no patient involvement.

Manufacturer narrative:
Please be advised that per the new matrix, this event will be reported as a serious injury. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was not returned for an evaluation however it is likely that the root cause is due to operator error. Per the specification requirements the operator is required to count the amount of surgical strips and weigh the package with the strips to verify the count prior to sealing the package. As a result of this incident, operators were retrained. A review of the lot records could not be conducted as the lot number was not provided. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.